Event description:
On 03dec2024 a patient (pt) reported ocular discomfort and ¿developed a few ulcers two months ago¿ while wearing the 1-day acuvue® moist® brand contact lens (cl). The pt reported ¿sometimes the eye is ok upon lens removal, but more recently it has taken a lot of time to resolve.¿ the pt also reported that the lenses seem thicker and wondered if that could be the issue. The pt disconnected the phone during the call. A return call was placed to the pt, but call was unanswered. No additional information was provided. Two additional calls were placed to the pt on 04dec2024, with voicemail messages left for the pt requesting a return call for additional information. On 12dec2024 an additional call with voicemail message was left for the pt requesting a return call for additional information. The date of event will be reported as 01oct2024 as the exact date if event was not provided. No additional information has been received. It is unknown which eye was affected. The corneal ulcer event will be reported as a worst-case as we were unable to verify the pt¿s diagnosis and treatment with the pt¿s treating doctor. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j003n1g was produced under normal conditions. It is unknown if the pt¿s suspect cl is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.